Event description:
Estimated date of incident (B)(6) 2023. On 18dec2023 it was reported: having issues with sf3 receivers breaking. Follow up information received 10jan2024 states that the hearing care professional (hcp) believes that the receiver broke when changing dome, and didn't break in the ear no harm or injury to the patient reported. The patient brought receiver in to hcp office to be replaced. No further information expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. Clinical assessment conluded: clinical conclusion is that there is a remote risk of patient getting an injury if the receiver happens to break in the patient's ear and not removed in a timely manner. Clinical conclusion on an actual incident is that the incident did not involve person, therefore no harm or injury caused. Clinical evaluation according to clinical evaluation plan: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Trended case device investigation findings: adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. Adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. Assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts. Investigation and corrective actions are contained withing an existing CAPA. Investigation of the actual device concluded: a sf3 receiver was returned due to the top housing separating from the rest of the assembly. There is a degradation of the glue/adhesive used, which caused failure if you were to pull/remove the receiver from the ear or remove the dome. Risk assessnent concluded: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. This is a generally known risk and is deemed to be acceptable. Manufacturer's investigation is final. This is a combined initial and final report.